Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found the haptic torn and bent. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+2.0/093 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, significant reduction of irido-corneal angles, glare/halos and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.